Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: degradation and stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The visera cysto-nephro videocope was returned to the service center with a crack at the root of the insertion tube. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a detached adhesive on the bending section cover and a corroded objective lens were found to be most likely due to stress and degradation. There was no patient involvement.